Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation") and anaemia ("chronic anemia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and anaemia outcome was unknown. The reporter considered anaemia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and uterine prolapse ("uterine prolapse") in a 34-year-old female patient who had essure (batch no. 754913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included hypothyroidism and parity 4 (on (B)(6) 2000, (B)(6) 2004, (B)(6) 2006, (B)(6) 2010). Concurrent conditions included ovarian cyst and urinary tract infection. Concomitant products included levothyroxine and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, 5 years 1 month after insertion of essure, the patient experienced uterine prolapse (seriousness criterion medically significant). On an unknown date, the patient experienced anaemia ("chronic anemia"), abdominal pain ("abdominal area pain"), pollakiuria ("bladder or urinary problems or changes: urinary frequency") and flank pain ("flank pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea and abdominal pain was resolving, the uterine prolapse, anaemia, migraine, headache, depression, anxiety, pollakiuria and flank pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, flank pain, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, uterine prolapse and vaginal haemorrhage to be related to essure. On (B)(6) 2015, computed tomography (CT) abdomen and pelvis with intravenous contrast: no CT evidence for acute intraabdominal or pelvic disease and acute appendicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received. Event urinary frequency & flank pain were added. Historical, concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("severe pelvic pain/ pain") and uterine prolapse ("uterine prolapse") in a 34-year-old female patient who had essure (batch no. 754913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included ovarian cyst and urinary tract infection. Concomitant products included levothyroxine and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced the second episode of pelvic pain ("pain"). On (B)(6) 2016, 5 years 1 month after insertion of essure, the patient experienced uterine prolapse (seriousness criterion medically significant). On an unknown date, the patient experienced anaemia ("chronic anemia") and abdominal pain ("abdominal area"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine prolapse, anaemia, migraine, headache, depression and anxiety outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the last episode of pelvic pain, nausea and abdominal pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, headache, menorrhagia, migraine, nausea, uterine prolapse, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. On (B)(6) 2015, computed tomography (CT) abdomen and pelvis with intravenous contrast: no CT evidence for acute intraabdominal or pelvic disease and acute appendicitis. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received. Reporter's information was updated. Events added: migraines, headaches, nausea, depression, mental anguish, abdominal area pain. Outcome of events pain and nausea were updated from unknown to recovering/resolving and abnormal bleeding from unknown to recovered / resolved. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("severe pelvic pain/ pain") and uterine prolapse ("uterine prolapse") in a 34-year-old female patient who had essure (batch no. 754913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included ovarian cyst and urinary tract infection. Concomitant products included levothyroxine and paracetamol (tylenol). In (B)(6) 2010, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced the second episode of pelvic pain ("pain"). On (B)(6) 2016, 5 years 1 month after insertion of essure, the patient experienced uterine prolapse (seriousness criterion medically significant). On an unknown date, the patient experienced anaemia ("chronic anemia") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine prolapse, anaemia, migraine, headache, depression and anxiety outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the last episode of pelvic pain, nausea and abdominal pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, headache, menorrhagia, migraine, nausea, uterine prolapse, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. On (B)(6) 2015, computed tomography (CT) abdomen and pelvis with intravenous contrast: no CT evidence for acute intraabdominal or pelvic disease and acute appendicitis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("severe pelvic pain") and uterine prolapse ("uterine prolapse") in a 34-year-old female patient who had essure (batch no. 754913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included ovarian cyst and urinary tract infection. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("heavy menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of pelvic pain ("pain"). On (B)(6) 2016, 5 years 1 month after insertion of essure, the patient experienced uterine prolapse (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required) and anaemia ("chronic anemia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the last episode of pelvic pain, uterine prolapse, menorrhagia, anaemia and vaginal haemorrhage outcome was unknown. The reporter considered anaemia, menorrhagia, uterine prolapse, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. On (B)(6) 2015, computed tomography (CT) abdomen and pelvis with intravenous contrast: no CT evidence for acute intraabdominal or pelvic disease and acute appendicitis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date (B)(6) 2016) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), pain, uterine prolapse and she did not undergo an essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and uterine prolapse ('uterine prolapse') in a 34-year-old female patient who had essure (batch no. 754913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included hypothyroidism and parity 4 ((B)(6) 2000, (B)(6) 2004, (B)(6) 2006, (B)(6) 2010). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included ovarian cyst and urinary tract infection. Concomitant products included levothyroxine, paracetamol (acetaminophen) since 2010 and paracetamol (tylenol). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine prolapse (seriousness criterion medically significant), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced anaemia ("chronic anemia"), abdominal pain ("abdominal area pain"), pollakiuria ("bladder or urinary problems or changes: urinary frequency") and flank pain ("flank pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the uterine prolapse, anaemia, migraine, headache, depression, anxiety, pollakiuria and flank pain outcome was unknown and the nausea and abdominal pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, flank pain, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: diagnostic results: on (B)(6) 2015, computed tomography (CT) abdomen and pelvis with intravenous contrast: no CT evidence for acute intraabdominal or pelvic disease and acute appendicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain updated as recovered/resolved. Rcc note added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.